Manufacturer narrative:
Additional patient identifier: (B)(4). Patient weight not available for reporting. Date patient pain began is not known. This report is for an unknown prodisc-l inferior endplate. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as 2014. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a prodisc-l revision surgery at l4-l5 on (B)(6), 2017 due to low back pain and bilateral radiculopathy within the past year. The prodisc-l implant appeared to be placed properly and there were no issues with appearance of the device on x-ray. The surgeon removed the prodisc-l device easily from the l4-5 disc space. There appeared to be no issues with the device. He then implanted a competitor¿s device (ldr roi® interbody fusion device). The procedure was successfully completed with no surgical delay. Patient outcome is unknown. The patient was initially implanted with the prodisc-l in 2014 and prior to that, the patient had an l5-s1 fusion on an unknown date. The l5-s1 hardware remains implanted. It is unknown who is the manufacturer of the hardware at l5-s1. Concomitant devices reported: unknown spinal hardware l5-s1 (part number unknown, lot number unknown, quantity unknown) this report is for one (1) unknown prodisc-l inferior endplate this is report 3 of 3 for (B)(4).